Event description:
The customer reported a recurring malfunction in their pump with a displayed code of malf 12, which had appeared at least three times. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). As a resolution, technical support decided to replace the pump. They informed the customer about the shipping of a replacement pump with updated software, which did not require a delivery signature, alongside instructions for returning the faulty pump and steps for using the new pump. The customer understood these instructions and acknowledged receipt of the information.